Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient reported motor error alarms during bolus deliveries. The reported bg at the time of the call was 213 mg/dl. Troubleshooting was performed. No exposure to high magnetic fields reported. Assisted in clearing the alarm, and rewinding the pump. Advised the patient that the pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to faulty force sensor. No motor error alarm. Motor passed motor test. Minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube.